Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the first 3.5x38mm xience xpedition stent delivery system (sds) was being advanced when it felt resistance with the anatomy. The shaft separated, and an unspecified 2x15mm balloon was inserted to assist the removal of the sds together with the unspecified guiding catheter. It was confirmed that no portion of the device remains in the patient. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous, mildly calcified, 80% stenosed left anterior descending coronary artery. A 3.5x38mm xience xpedition stent delivery system (sds) was being advanced when the shaft separated, so the sds was removed. Another same size xience xpedition was opened, but the shaft was noted to be kinked prior to use. The device was not used and there was no patient involvement. A 3.5x38mm non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.